Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to deliver a bolus and the blood glucose (bg) level was 460-500 mg/dl. A bolus was delivered and the bg lowered to 123 mg/dl. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.